Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had an issue with self-activation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Initial visual inspection found no defects. The device did not self activate. The investigation found that the device was not able to be activated on the button switch of the device. The device was only able to be activated on a footswitch pedal. The device was disassembled, and a large amount of fluid ingress was found inside the handle body and around the switch. The fluid caused a short in the circuit of the device. The investigation identified the root cause of the device does not activate to be user error. If information is provided in the future, a supplemental report will be issued.